Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found coring tears and cuts in the seal of the sutureless connector. The pump logs were gathered and no anomalies were noted. Two milliliters of clear fluid was pulled from the pump when received. The infusion history only went back to (B)(6) 2012. That rate on that date was chosen and a drug concentration of 2000 micrograms per milliliter was used for infusion testing. Dispense and infusion accuracy testing passed. The septum was monitored and did not leak during analysis. The catheter analysis revealed a leak between the pump outlet port and the catheter connector. No further flow testing was performed with the catheter attached to the pump. A fluid sample pulled from the pump was sent for analysis, but there was insufficient specimen volume to perform analysis.

Event description:
It was reported that the patient had a pocket fill. The medication did not end up in the pump and instead ended up in the patient's body. The patient was "deathly-ill," vomiting, really "sick," very lethargic, and overdosed "badly." The vomiting lasted about 12 hours and the lethargy lasted into the next day. The patient recovered from the event. Additional information regarding this pocket fill was previously reported in manufacturer's report 3004209178-2012-01968.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).